Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. As medical records were not provided, it is unclear if the hernia repair surgery in 2014 was a repair of the original hernia treated in (B)(6) 2013. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Based on the (B)(6) 2013 operative notes, it appears that only the onlay portion of the perfix plug mesh was used during the repair. The medical records show that the patient developed hernia recurrence post implant of the perfix plug onlay and underwent explant of a portion of perfix plug onlay mesh. Updated fields: a2, a4, b4, b5, b6, b7, d1, d6.b (explant date), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an inguinal hernia. A perfix plug was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia and underwent open repair with implant of the onlay portion of a perfix plug. Per operative notes ¿there were weakness noted in the floor of the canal consistent with a direct hernia. There was a cord lipoma, which was excised and the floor of the canal was reinforced utilizing a marlex mesh (onlay portion of perfix plug) that was incorporated and laid over the floor of the canal and then sutured". (B)(6) 2014 - patient was diagnosed with recurrent right indirect inguinal hernia and underwent lap-open repair with implant of mesh. Per operative notes " there was a right indirect inguinal hernia present, multiple holes within the peritoneum communicating with the peritoneal cavity. Subsequently, the laparoscopic inguinal hernia repair was discontinued. There was noted to be some mesh from a prior repair and was nonadherent to the surrounding tissues. The hernia sac was bluntly dissected free from the cord structures. Next, a mesh plug was created utilizing 2-0 vicryl suture and a circular mesh plug (no product identifiers were provided). The plug was then inserted into the defect through the internal ring. Next, an onlay graft was placed into the floor of the inguinal canal.¿ pathology report indicates that 3.3 x 2.4 x 0.1 cm portion of mesh (onlay portion) was explanted. Attorney alleges that patient had nerve damage, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. As medical records were not provided, it is unclear if the hernia repair surgery in 2014 was a repair of the original hernia treated in (B)(6) 2013. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of an inguinal hernia. A perfix plug was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.